Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility reported they are experiencing nuisance upstream occlusion alarms with the spectrum pumps. It is difficult to silence the alarms due to quarantine. They have tried all methods of preventing the alarms, including using the low alarm setting. This is happening during patient infusions with all medications. There was no known patient injury or medical intervention associated with this event. No additional information is available.